Event description:
The patient called and had a pph procedure done in 2009, and now has fecal incontinence. The patient stated that the colonoscopy and the pph procedure were done on the same day. The patient doesn't believe that the device was the issue. Patient is unable to walk 50 feet without having a fecal leak. He goes to the bathroom, not in time, takes a shower and by the time he is drying off, he has another fecal accident. The patient returned to the surgeon. He stated that he did not know why there was leakage, but to take meds to firm up his bowels, and it would stop. Patient obtained second opinion: prior to the exam, the doctor stated, he believed the surgeon had not done anything wrong when doing the procedure. The doctor proceeded to do his exam and when lifting up the gluteus maximus cheek, it was possible to see the rectum very easily. The second doctor refused to operate on the patient and directed him to return to the original surgeon. Second doctor did send the patient for an ultrasound which indicated the patient had a weak resting tone. Physical therapy was completed, with no change in fecal incontinence. Patient went back to the first surgeon's practice and met with one of his business partners. The business partner stated that they could perform a colostomy and this would take care of the issue or there were surgeons in another state that could insert pellets into the rectum and this would correct the fecal incontinence. Received the following information on 7/29/2009: patient indicated it is his understanding that the pathology report from his pph procedure indicated there was no muscular tissue contained in the specimen. He also advised that six polyps were removed during the colonoscopy just prior to his pph procedure. He also indicated that he suffered from both internal and external hemorrhoids prior to the pph, but he does not know the degree of hemorrhoids, only that his surgeon stated "they're not that bad." Patient reiterated that he does not want to provide us the identity of his surgeon as he doesn't want us to contact him. He does not believe there was a problem with the device.

Manufacturer narrative:
Date sent: 08/21/2009. Device was not returned for evaluation.